Event description:
I'm in a hospital. We were reviewing the possibility of switching from tyco/kendall kerlix -brand gauze bandage rolls to medline - bulkee ii gauze rolls. The samples we reviewed came from: kendall/tyco; medline -the a was poorly printed and could be a b- made in another country. Keep in mind that these items are used on pts' wounds. Our concerns are as follows: 1. The medline item is smaller than the branded item by a significant amount -about 3/8 to 1/2 inch-. It did not measure as listed on the package. 2. The medline product has a yellow tint to it, the kerlix is pure white. 3. When we put the two items in warm water, the medline item turned the water a slight gold color. The tyco/kendall sample did not turn the water any color. 4. The medline item left what appeared to be "lint" particles floating in the water. There were none in the tyco/kendall sample. Since these items are use in pt care, we are concerned that the medline item could be leaving traces of something -color & lint particles- on the pts that might be harmful.